Manufacturer narrative:
(B)(4). Batch # r5a11t. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was there any difficulty opening the jaws of the device? Yes. Was the ats45 device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? We continued to manipulate it until it released. At that time, staples were sitting free on the reload and on the tissue. Did the jaws eventually open? Yes, we were able to remove the stapler and retrieve the loose staples.¿

Event description:
It was reported that during a laparoscopic appendectomy, the stapler, with blue reload, unknown buttressing, unknown firing, was closed for insertion into the abdomen and wouldn't fire. It was not reported if there was an issue with opening the device and closing on tissue, prior to firing. It was not reported how the device was removed from tissue. A second like device was used to complete the procedure. There were no patient consequences reported.